Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. The customer stated that there were air bubbles present in tubing and insulin pump had insulin flow block. Customer stated that they were cannula of infusion set was bent and they were hospitalize for pneumonia. The insulin pump will not be returned for analysis.